Manufacturer narrative:
The device rosa one (B)(4) is not FDA approved, but it is similar to the device rosa brain 3.0, classified (B)(4) the device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that a file used to enable user to use saved-navigated length for instruments was not present in the new computer installed in the device. The field service engineer re-installed the file.

Manufacturer narrative:
Based on the investigation performed on manufacturing records and qms file, the technical root cause of the event was found to be related to a non conformity. The non conformity has been open following the identification of 2 empty and unusable files on the qa&ra server that caused an empty list of navigated instruments and references and the impossibility to generate the file .def. The non coformity is still in progress. Corrected data: date of this report, manufacturer email, occupation, office contact, date received by manufacturer, if follow-up, what type, device evaluated by manufacturer, device manufacture date, evaluation code.